Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an auto-fill failure that occurred. All connections were secure and there was no blood noted in the tubing. A second iab pump (iabp) was used, but the failure reoccurred. The iab was scheduled to be removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an auto-fill failure that occurred. All connections were secure and there was no blood noted in the tubing. A second iab pump (iabp) was used, but the failure reoccurred. The iab was scheduled to be removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported leak & alarm cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).